Event description:
It was reported that the patient with this neurostimulator was in a lot of pain and noted a lot of bleeding at the ins battery site area, and went to the ER. The ER attempted to re-suture the pocket and cover it with steri-strips and dermabond. The following day, the patient felt the area re-open around the ins battery site. The implanting physician was made aware, and the patient was placed on antibiotics. The patient has a follow-up appointment and is scheduled for removal surgery on (B)(6) 2025. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "dehiscence", "hemorrhage" and "pain" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator was in a lot of pain and noted a lot of bleeding at the ins battery site area, and went to the emergency room. The ER attempted to re-suture the pocket and cover it with steri-strips and dermabond. The following day, the patient felt the area re-open around the ins battery site. The implanting physician was made aware, and the patient was placed on antibiotics. The patient has a follow-up appointment and is scheduled for removal surgery on (B)(6) 2025. There were no additional patient complications.